Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Material#: 305761. Batch#: 4361971. It was reported by the customer that the safety feature of covering needle is falling off while trying to utilise the safety. The two events occurred: (B)(6) 2025.

Manufacturer narrative:
Our quality engineer inspected the photo submitted for evaluation. The reported issue of safety mechanism failure was confirmed upon inspection of the photo. However, bd cannot confirm the cause of the failure to our manufacturing process since no physical sample was returned. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Production records were reviewed, and this batch meets our manufacturing specification requirements.